Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. In addition to evaluation, bending section cover had a scratch. The adhesive on bending section cover had a chip. The insertion pipe was deformed. Universal cord had a scratch. Protector of universal cord on scope connector side had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause of adhesion peeling could not be determined. The operation manual describes how to inspect the endoscope: ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope had a wobble at the boundary between the scope insertion part and operation part. There was no report of patient harm associated with this event. During incoming inspection, it was determined the objective lens adhesion was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.